Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n181468030, implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis found corrosion on gear wheel 3. Analysis found residue in the pinion. Analysis of the catheter lot number n181468030 found connector coring/tears/cuts in seal and no leak seen in lab and no leak allegation. Analysis found damage to the boot of the sc connector segment. Correction: conclusion code 54 is no longer applicable.

Event description:
It was reported that there were two occurrences in which the actual reservoir volume (arv) was greater than the expected reservoir volume (erv) during refill. At the last refill on (B)(6)-2014, the arv and erv were correct. A dye study was performed. There was a partial catheter (proximal portion) and pump replacement. It was also stated that there was an occlusion at the connector pin. The healthcare provider (hcp) was unable to aspirate the catheter after disconnecting from the pump. With the intent to replace the pump connector, the catheter was cut in the area past the pin connection (additional 2cm). This resulted in the catheter flowing freely. The patient¿s status at the time of the event was alive and no injury. It was further stated that the patient did not report symptoms of withdrawal. It was noted that the patient had a broken leg at the time of the event and the increased pain level was thought to have direct correlation. The pump was used to deliver dilaudid and bupivacaine.